Manufacturer narrative:
H11: the actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition; the video did not show visual evidence of the reported problem. Due to the nature of the sample, no further evaluation could be performed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and the main body of the minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.